Event description:
Customer reports leakage during pt use. The lv1.5 infusor was filled with 42ml of morphine plus 200ml of saline. The units were reported to have emptied from leakage over 48 hours. The pt was at late stage of cancer and died. Report states, "the customer never consider the 'death' was by infusor."